Event description:
The healthcare provider had asked the reporter to return the programmer for repair because they claim that they had a programming printout that showed the pump was programmed however, the changes were not ¿saved¿ onto the pump. When the reporter was asked how long ago, the reporter stated that the only thing the healthcare provider told the reporter is it has been a ¿long time¿. No patient symptoms, interventions, drug or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: neu _unknown_cath, product type: catheter. (B)(4).

Event description:
Once it was explained to the clinical coordinator that you could print a report before updating the pump, the clinic coordinator felt that that was what had happened. They planned to report if there were problems going forward.